Event description:
It was reported that the patient underwent fusion surgery using rhbmp-2/acs, musculoskeletal transplant foundation products and k2m screws and rods. Post-op patient alleged unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.